Event description:
It was reported a male patient, initial left shoulder arthroplasty 7 years prior, underwent a revision procedure after the glenoid component failed and became loose. The poly had been completely eroded through and split into two different pieces. The center cage had been almost completely eroded away as well. All parts and pieces of the poly were removed. The humeral head and replicator plate were removed. Following removal of the poly, a new humeral head and replicator plate were implanted. The patient was revised from an anatomic tsa to a hemi. The patient was last known to be in stable condition following the event. The product is not returning. The devices were left at the hospital.

Manufacturer narrative:
No device return anticipated due to they were left at the hospital. Additional information, including the product investigation, will be submitted within 30 days of receipt.